Event description:
PICC line broke while being flushed. Practitioner put significant tension on line during dressing change. Patient not harmed. Rupture distal to insertion site.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.